Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received an error code 232.6040. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error 232.6040. Technical support: 1. Replace display board. 2. Return the module to the factory. Biomed has display boards on hand and will replace. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: caller has an 8100 module giving a 232.6040 error. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record showed the device had a manufacture date of 06/20/2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : no product returned.

Event description:
It was reported that the device received an error code 232.6040. There was no patient involvement.